Event description:
The customer tested her blood glucose using her contour meter and received readings between 500-600 mg/dl. She retested using another meter and received a reading of 117 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.